Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign residue at air water cylinder (tube), air water channel and at the auxiliary jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the white residue to remain in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.